Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device is operating as expected. As found software version 12.1.0.76, as left software version 9.33.1.2. Front case, rear case and battery pack replaced. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 07jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated and the reported issue was not confirmed. The device was working as designed. A root cause finding is not available as no failure was found. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an 8 hours run-time. This is an out of box failure. The biomed suspects a manufacturing defect. The pcu was returned with no discrepancy. After 8 hours of run time, the error log showed the pcu detected error 120.4610 was detected due to the battery voltage was too low. Battery log showed battery capacity was at charge_level_low. This error occurred due to the pcu was operating without properly charging battery. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that after 8 hours of run time, the error log showed the pcu detected error 120.4610 was detected due to the battery voltage was too low. There was no patient involvement.